Event description:
During testing at the MFR site, the device overdelivered. The device delivered a measured volume of 21.5 ml from an expected delivery of 20 ml. Delivery accuracy specification for this device requires delivery of 20 ml+/-1ml(+/-5%). Note: the device was received from the customer with a report of "bad lcd segments on the display."